Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 600i synchron access clinical system. The fse inspected the instrument and found the modular chemistry (mc) sample syringe was worn and t-valve was leaking. The fse replace the mc sample syringe and t-valve which resolved the issue. The system was verified. No further issues were noted. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining false high sodium (na) and chloride (cl) results for one (1) patient involving the unicel dxc 600i synchron access clinical system. The customer did not provide patient demographic. The erroneous result was reported out of the laboratory and later was amended. The customer repeated the sample and obtained a result considered correct by the customer. There was no report of change to treatment, injury, or death associated to this event.